Manufacturer narrative:
The device is not available for investigation, it was discarded after the clinical case, as no malfunction occurred during the procedure. The information on this adverse incident was only received by the manfacturer (cryocath technologies) on april 13th. The catheter will not be returned to manufacturer for eval, as no malfunction was noticed during the procedure, and it has been discarded on site.

Event description:
Pt came for a cryoablation procedure. After 18 seconds into freeze, the rhythm went to 3rd degree block. The rhythm did not recovere and a temporary pacemaker was implanted. The pt was monitored overnight and the following day, as the heart rhythm did not recovered, a permanent pacemaker was implanted. The pt was in good condition during the 3 days hospitalization.